Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the unit failed the leak test as the unit was leaking from the auxiliary channel, the eto valve, and the biopsy channel. Additionally, the control knob was not locking properly, causing play in the angulation. The real labeling was also found peeling. The light guide lens was chipped. The distal end adhesive was found cracked on both sides. The light guide tube had buckling present, and the connecting pins were found deformed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while he was performing a gastroscopy procedure, his olympus evis exera iii gastrointestinal videoscope experienced resistance, and when the forceps were removed and the channel flushed, an unknown particulate was seen exiting the scope and falling into the patient¿s gut. According to the initial reporter, the forceps were reintroduced with no resistance noted and the desired biopsies were taken without further difficulty. However, the second time the forceps were removed, an unknown yellow substance was found on the forceps. Reportedly, the procedure was successfully completed without any patient harm. The subject device was removed, cleansed, and no other particulates were noted. The customer went on to note that all proper reprocessing steps were taken prior to use of the subject device.